Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tissue welder would not cut. The energy was reported to be on and engaged. A replacement kit was opened to finish the procedure. No pt effects were reported by the hospital. The power supply was used with the normal power setting as per the IFU recommendation.